Event description:
It was reported that the battery connector was broken. The device would be returned for repair.

Manufacturer narrative:
There was no patient involved in this event. The PMA/510k# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the damaged battery connector could not be confirmed through this evaluation. Event details indicated the battery connector was damaged and the unit was expected to return for repair. A root cause of the damaged battery connector could not be determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the return status; however, no additional information was provided. To date, the power module (serial # (B)(6)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Hmii IFU, hm3 IFU, has details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. In section 3 of both manuals, powering the system, describes all audible and visual alarms. This includes red battery and red battery/yellow wrench alarms. Red battery alarm this indicates less than 5 minutes of power module backup battery power remain. Red battery/yellow wrench alarm this indicate the power module backup battery is not functioning properly or it is not installed. Also, in this section describes how to set up the power module before use. To set up the power module, perform these tasks: install the power module backup battery. Connect the power cord. Connect the power module patient cable. Also, steps to ¿installing the power module backup battery¿ describes how to connect or disconnect for when the power module is not in use. No further information was provided. The manufacturer is closing the file on this event.